Event description:
Dialysis machine passed machine checks prior to pt treatment. Pt experienced first hypotensive episode 45 minutes into tx. Good response to normal saline. Pt experienced second hypotensive episode 5-10 minutes later. Treatment terminated. Medical director notified. Transported by ems to hosp. ER. Machine checked post treatment and failed machine checks.